Manufacturer narrative:
When attempting to seat the femoral sizer against the distal surface of the femoral condyle, the surgeon struck the femoral sizer with the end of the handle of a mallet. The repeated impact caused a small plastic fragment to break off. This fragment fell on the floor and was retrieved. It was reported that no pieces fell inside the patient. The product was returned and was sent to leeds for investigation. A review of the returned instrument by design concluded: from the information provided, it is known that the instrument has repeatedly been struck with the end of the handle of a mallet, in order to seat the feet of the instrument against the distal surface of the femoral condyle. It is understood that the repeated impact of the mallet has resulted in the fracture of the portion of the instrument. The current surgical technique for the attune knee system does not advise the surgeon to use mallets or other impaction tools when placing the sizing/rotation guide instrument in the joint space. Complaints search did not identify similar complaints. From the information reviewed the complaint was confirmed. It was deemed to be unjustified with a root cause of user error. The product shall be retained and stored in secure storage area for future reference. The occurrence shall be put monitored through our companies post market surveillance system for future trends. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When attempting to seat the femoral sizer against the distal surface of the femoral condyle, the surgeon struck the femoral sizer with the end of the handle of a mallet. The repeated impact caused a small plastic fragment to break off. This fragment fell on the floor and was retrieved.